Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2017, inspected unit, waste tube from unit ran along counter for 5+ feet before dropping down into waste container, tubing was filled with liquid. Moved analyzer closer to edge to minimize the waste tubing run. Customer to run and monitor. Low areas came back<600. On (B)(6) 2017 fse returned, installed new large syringe, no improvement, installed new injection valve and sample loop, ran specimens x30 all areas >900. Calibrated and ran controls, machine ran with no errors. The most probable cause of the reported event was a faulty injection valve.

Event description:
On (B)(6) 2017, the customer reported low total areas intermittently with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.